Manufacturer narrative:
The product was returned for evaluation. Visual inspection revealed minor flex tip gouges. One strut was bent outward on the inflow side. The valve frame was distorted. All struts were exposed through the skirt. The leaflets were wrinkled, dehydrated, and torn likely from the storage condition during the return process. Procedural imagery provided by the site showed the patients access vessels had mild calcification and tortuosity. Due to the return condition of the device both functional and dimensional testing was unable to be performed. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the device and no deficiencies were identified. During the manufacturing process, the valve is visually inspected and tested several times. During manufacturing, the valve frame component was 100% inspected. During the final inspection, the valve underwent 100 percent inspection by both manufacturing and quality. These inspections and tests during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported during implant of the 26 mm sapien 3 ultra valve significant resistance was encountered. During the valve alignment a bent strut was observed. Additionally the patients access vessels had the presence of calcification and tortuosity. The presence of calcification and tortuosity can create a challenging pathway during delivery system advancement. It is possible that the valve strut caught within the sheath during the delivery insertion and additional push force resulted in the bent strut at the inflow. Per training manual if the push force is high consider slightly pulling back the sheath 1 to 2 cm while advancing. It is also stated to not over manipulate the sheath at any time. A CAPA has been previously opened for valve frame damaged during use complaints. Available information suggests patient factors of calcification and tortuosity as well as procedural factors excessive device manipulation may have contributed to the complaint event. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to reorient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. The complaint event was confirmed. No manufacturing nonconformances were identified. No labeling IFU training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is underway. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by a field clinical specialist, during implant of a 26 mm sapien 3 ultra valve in the aortic position via transcarotid approach the valve and delivery system were advance through the esheath and significant resistance was encountered. During valve alignment a bent strut was observed. Attempts to withdraw the valve back into the sheath were unsuccessful. A carotid tear was observed upon withdrawal attempts. Surgical intervention was required to remove the devices and an aorta carotid bypass graft was performed. The patient was converted to savr. Upon removal of the esheath a split was observed. No damage to the delivery system was observed. When removing the esheath from the patient the split esheath caused a vascular injury at the insertion site. Some bleeding was noted. Per medical opinion, the cause of the event is unknown. Per additional information received from the fcs several units of blood were required for a blood transfusion.